Manufacturer narrative:
UDI: (B)(4). The date of manufacture was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during cleaning and testing, it was observed that the motor device was getting hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was documented in the initial medwatch that the date of manufacture was unknown. The date is apr 11, 2005. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device pawls were damaged. The device also failed pretests for safety assessment and cutter lock from improper device use, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.